Event description:
On (B)(6) 2013, patient reported that the buttons were sticking on the pump. On 08/12/2013, patient called back and stated that the ¿up arrow¿ and ¿down arrow¿ buttons were sticking and unresponsive. No damage to the keypad was reported. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. No conclusion can be made at this time.